Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that the patient experienced bilateral capsular contracture grade iii, and deflation. Patient had bilateral capsulectomy as a result of capsular contractures. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis experienced left sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result, patient underwent bilateral replacements as follow: left replaced with cat#:3503330, sn: (B)(4), and right replaced with cat#:3503330, sn: (B)(4) on (B)(6) 2020.

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2021: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold. A tear was also observed at the end of the crease/fold on the anterior view, measuring approximately 1.5 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Deice evaluation completed on november 24, 2020: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold. A tear was also observed at the end of the crease/fold on the anterior view, measuring approximately 1.5 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2021 visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant had a crease/fold on the anterior view. Additionally, a tear within crease was observed, measuring approximately 1.5 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).